Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had systemic infection with vegetation on the rv lead due to life port procedure. There were no additional adverse patient effects reported. This pacemaker as explanted.